Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a difference in sensor glucose and blood glucose readings. The event involved product(s) mmt-7020a. The customer reported no adverse event. The customer's blood glucose was 150 mg/dl and sensor glucose value were over 50 mg/dl at the time of incident. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. No harm requiring medical intervention were reported. The sensor mmt-7020a will be returned for analysis.